Event description:
International affiliate reports the implanted valve's distal catheter was found to be broken. Another valve was implanted but the original valve and broken catheter were not removed. They remain in the pt.